Manufacturer narrative:
(B)(4). Estimated patient weight. Evaluation summary: the complaint device was returned and the reported bent delivery catheter (dc) shaft was confirmed via returned product analysis. The difficulty grasping the leaflets could not be replicated in a testing environment as it was related to procedural conditions. A review of the device history record revealed no manufacturing non-conformities from the reported lot. A query of the electronic complaint handling database indicated there had been no similar incidents of difficulty grasping the leaflets or delivery catheter shaft bends reported for this lot. Potential causes for dc shaft bends and difficulty grasping the leaflets can include, but are not limited to, patient anatomical morphology/pathology, associated comorbidities, and disease state, user technique/procedural conditions (excessive tension on the device during the procedure), or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, dc shaft bends and difficulty grasping the leaflets may be influenced by patient anatomical morphology (morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed), tortuosity of the vessel, resulting in increased tension on the device, or excessive curves applied to the device by the user. Returned device analysis confirmed that the dc shaft was bent. The most probable cause for this condition is likely due to the bend in the actuator mandrel. In this case, the clip delivery system (cds) was positioned but grasping the leaflets was difficult due to calcium on the mitral valve. There were no steering issues reported; however, after some time a bend in the shaft was noted while advancing the clip into the left ventricle. It is possible that there may have been some procedural interactions (e.g. Due to the anatomy, excessive turns on the dc handle or excessive curves on the device) which resulted in additional force placed on the device, resulting in the actuator mandrel to become bent. Since the actuator mandrel is located inside of the dc shaft, if the mandrel becomes bent then the dc shaft will likely demonstrate a similar bent condition. This type of damage can further result in abnormal movement/deflection of the device during subsequent device manipulations. Furthermore, although the reported difficulty grasping the leaflets could not be replicated in a testing environment, it appears that the difficulty grasping was related to patient/procedural conditions, as it was reported that grasping was difficult due to the calcium on the mitral valve. Based on the information reviewed, the reported bent dc shaft appears to be related to the observed bend in the actuator mandrel; however, a cause for the bent actuator mandrel cannot be confirmed. Additionally, the reported difficulty grasping the leaflets appears to be related to patient/procedural conditions. There does not appear to be any evidence of a quality deficiency associated with this device.

Event description:
This report is filed on the first mitraclip (cds0201/41013u138) for the bend in the shaft when the device was in the left ventricle. This has potential to result in serious injury, such as chord entanglement. It was reported the first mitraclip delivery system (cds0201/41013u138) was inserted to the left atrium, but was unable to grasp the mitral valve leaflets due to the calcium on the mitral valve. There were no sleeve steering issues but after some time, a set in the shaft was noted when going from the left atrium to the left ventricle. The shaft would not straighten out. This cds was removed from the steerable guide catheter without resistance and replaced with another cds; however, the second cds was also unable to grasp the leaflets due to the calcium on the mitral valve. No mitraclips were implanted and the mitral regurgitation grade remained severe. There were no adverse patient effects. No additional information was provided.